Event description:
Drug/diluent: unknown, fill volume: not applicable, flow rate: not applicable, procedure: minimally invasive complex mitral valve repair via right anterior mini-thoracotomy with 32 mm cg future annuloplasty ring, cathplace: intercostal nerve in 4th interspace x 2 catheters. While the pa was removing the catheter, it snapped off during pulling. The catheter broke inside the patient. It was reported the patient experienced discomfort during catheter removal. The resistance met was 5 on a scale of 0-5. The broken catheter appeared to be stretched. There is no plan to remove the catheter remnant at this time. At the patient's follow up visit with the surgeon, the patient was reported to be doing well.

Manufacturer narrative:
Method: the sample is not available for return. Results: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. The model information was also not available. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. I-flow provides a caution in it's dfu which states the following: remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. If resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed. I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.